Manufacturer narrative:
(B)(4). D10: 010000661 item name: g7 pps ltd acet shell 48c lot:7482951 g2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner couldn't assemble mating the cup. There was a 1 hour delay to obtain replacement liner. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 hi-wall e1 liner 32mm c item# 010000925 lot# 7531985 was returned and evaluated. Upon visual inspection there are indentations to the locking feature, scallops, and od. The height, scallop, and locking feature diameters were all checked and found within conformance. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.